Event description:
Device malfunction: cuff miss (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide device was used and the shaft was found to be kinked. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #2 - proglide (part #12673-03; lot #68048-6h), is being filed under a separate medwatch report.